Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced bedsores and skin erosion at the pocket site. Multiple attempts were made to obtain additional information regarding the nature of the issues, but none was available. The device was removed and there have been no reports of further complications regarding this event.